Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached paddles. Complainant indicated that there was no pt involvement in the reported malfunction. Testing at the customer's biomed facility attributed the malfunction to the device's multi-function cable.